Event description:
The device was returned for analysis.

Manufacturer narrative:
The device was removed and returned for analysis. Visual inspection of the returned device did not find any anomaly. Functional testing was performed and the device operated to specifications. Review of the patient's diagnostic data also showed no evidence of a device malfunction. The manufacturing records were reviewed and no non-conformities were found.

Manufacturer narrative:
Nevro is awaiting the return of the device. The manufacturing records were reviewed and no issues related to the nature of the complaint were found.

Event description:
It was reported to nevro that the patient developed wound dehiscence at the ipg site. The device was removed and the patient plans to be re-implanted in the future. There have been no reports of further complications regarding this event.